Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited oversensing of noise that resulted in delivery of inappropriate shocks in more than one episode. Noise was unable to be reproduced with patient isometrics and pocket manipulations. Technical services (ts) discussed potential causes and troubleshooting options. An x-ray was taken and noted the electrode to device header connection appeared appropriate and no obvious fracture was observed. The patient indication for therapy was noted to be primary prevention, so a health care professional (hcp) programmed device therapy off and further evaluation is planned at the next in clinic follow up. No additional adverse patient effects were reported. This device remains in service. It was reported that surgical intervention was undertaken. The s-ICD was removed from the pocket and electrode to device header connections were checked by tugging on the electrode. The electrode did not come out of the device header when tugged, so the electrode was explanted and left connected to the device header. After electrode explant, a tug test was again performed and the electrode pulled out of the device header. A potential setscrew issue was suspected and the device was also explanted and replaced. No additional adverse patient effects were reported. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited oversensing of noise that resulted in delivery of inappropriate shocks in more than one episode. Noise was unable to be reproduced with patient isometrics and pocket manipulations. Technical services (ts) discussed potential causes and troubleshooting options. An x-ray was taken and noted the electrode to device header connection appeared appropriate and no obvious fracture was observed. The patient indication for therapy was noted to be primary prevention, so a health care professional (hcp) programmed device therapy off and further evaluation is planned at the next in clinic follow up. No additional adverse patient effects were reported. This device remains in service. It was reported that surgical intervention was undertaken. The s-ICD was removed from the pocket and electrode to device header connections were checked by tugging on the electrode. The electrode did not come out of the device header when tugged, so the electrode was explanted and left connected to the device header. After electrode explant, a tug test was again performed and the electrode pulled out of the device header. A potential setscrew issue was suspected and the device was also explanted and replaced. No additional adverse patient effects were reported. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited oversensing of noise that resulted in delivery of inappropriate shocks in more than one episode. Noise was unable to be reproduced with patient isometrics and pocket manipulations. Technical services (ts) discussed potential causes and troubleshooting options. An x-ray was taken and noted the electrode to device header connection appeared appropriate and no obvious fracture was observed. The patient indication for therapy was noted to be primary prevention, so a health care professional (hcp) programmed device therapy off and further evaluation is planned at the next in clinic follow up. No additional adverse patient effects were reported. This device remains in service.